Event description:
This report summarizes 15 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 14 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 previously reported events are included in this follow-up record. Product return status 14 devices were received. 1 device was not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10. 14 previously reported events are included in this follow-up record. Supplemental rationale. Corrected data: b5, h10. 17 events were previously reported during the reporting period; however, - 3 previously reported events in this report should have been included under MFR report # 0001811755-2019-03376. - 14 previously reported events are included in this follow-up record. Product return status 10 devices were received. 4 device investigation types have not yet been determined. Event confirmation status. 8 reported events were confirmed. 2 reported events were not confirmed. Evaluation results. 8 devices were found to be affected by corrosion. 2 devices had no problem found.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 13 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 14 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 14 events were originally reported for this failure mode during the reporting quarter. 15 events should have been reported; 1 event was inadvertently excluded. 15 reported events are included in this follow-up record. Product return status: 14 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 12 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 12 devices were found to be affected by corrosion. 2 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 1 device was received. 16 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by corrosion. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 16 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.